Event description:
It was reported that the patient was admitted to the hospital in early 2009 with an infected abdominal pump pocket with significant serosanguinous drainage. A CT scan of the abdomen was done in addition to lab work including blood cultures. The patient was started on IV antibiotics, and evaluated for weakness and electrolyte imbalance. On the same day, the patient underwent a sharp excisional surgical debridement of right lower quadrant abdominal opiate pump pocket. The pump was explanted the following month.